Event description:
Covidien valleylab esu unit was malfunctioning. Excessive sparking was seen from the tip of the cusa handpiece prior to surgery. Unit was not used. The unit has been sent back to the manufacturer for repair. FDA safety report ID # (B)(4).